Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they initiated cooling on a patient about 2-3 hours ago in an arctic sun device and the patient's temperature has dropped below the target temperature and was now 31.5c. The water temperature was 40c, but the patient was not warming up. Nurse wanted to make sure the device was working and see if they have any recommendations. Explained the warmest the water temperature could get was 40c. The device was responding appropriately and making extremely warm water to try to warm the patient up to the target temperature of 33.5c. It appears to be patient related. Nurse stated that they were exchanging to the esophageal probe to make sure it was reading accurately but it had been verified on imaging. Informed nurse to suggest any counter warming per their protocol or providers order, such as warm blankets, bair hugger, overhead heater. Confirmed there was nothing between the pad and the baby's skin, informed nurse to make sure pad was tacoed around the baby. Discussed extended period of warm water and recommended frequent diligent skin checks.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they initiated cooling on a patient about 2-3 hours ago in an arctic sun device and the patient's temperature has dropped below the target temperature and was now 31.5c. The water temperature was 40c, but the patient was not warming up. Nurse wanted to make sure the device was working and see if they have any recommendations. Explained the warmest the water temperature could get was 40c. The device was responding appropriately and making extremely warm water to try to warm the patient up to the target temperature of 33.5c. It appears to be patient related. Nurse stated that they were exchanging to the esophageal probe to make sure it was reading accurately but it had been verified on imaging. Informed nurse to suggest any counter warming per their protocol or providers order, such as warm blankets, bair hugger, overhead heater. Confirmed there was nothing between the pad and the baby's skin, informed nurse to make sure pad was tacoed around the baby. Discussed extended period of warm water and recommended frequent diligent skin checks.